Event description:
During a liver transplant the belmont (rapid infuser) was alarming high pressure. After troubleshooting, it was noticed that the large bore tubing to the patient was clotted. On further investigation, it was noticed that the reservoir was filled with a hard clot at the bottom. Machine and tubing replaced. Case continued. Belmont was tested by anesthesia tech and functioned normally without high pressure. This was the second event that occurred with the same device. The first event was when the anesthesiologist realized the warmer was not warming. After the event, the device went to biomed and a service report was generated. This report will be sent to FDA. After service, the device was placed back into circulation as the concern could not be replicated. Approximately 8 days later, another error (different than the first) occurred with the same device and has been returned to biomed. A service report for this issue has not been completed. The manufacturer is scheduled to be at the hospital in approximately 4 days. Case # 1 - machine not warming: giving a battery low alarm - machine was plugged in. If machine is on battery back up it is not warming. Technician checked all the places where the machine is plugged in. Checked breaker as well. Adjusted the power connection in the back of the machine and machine started working. Received the battery error again. Swapped machine but kept disposable. Machine checked by biomed. Case #2 - power issue and clot: machine used in case #2 was also used in case #1 after it was returned from biomed. New info today technician received battery low alarm into the case. Mentioned that he did not get the alarm prior. Adjusted the prong on the cord and alarm went away indicating machine is now on ac power. Technician started that they started getting high pressure alarm was he believes was well over an hour after the battery alarm. Noticed clot in the line. Noticed clot in the reservoir. Changed out machine and disposable. Case #3 (unsure of which machine was used. Taken out of trauma room) : after machine was primed machine gave an air detected alarm. After troubleshooting technician noticed that the clamp was locked indicating disposable not loaded properly. Machine initially not plugged in so it turned itself off and it was not plugged in while in the trauma room. Machine plugged in and when turned on it gave open valve option. That was selected causing the clamp to open and disposable loaded properly. Machine functioned fine after that. This was a case of disposable not being loaded properly. Follow up from belmont: return the machine to belmont when there is a fail in ac power, the machine will give an error battery no warm. If you are not receiving the alarm the machine is connected to ac power. Caused by cord or something electrical in the machine. Rep from belmont does not believe the battery error and clotting are related. Rep believes that a medication or fluid was used/added to the reservoir that would cause the blood to clot. They have seen clotting before and it's caused by something that's been added rep will send me a list of approved meds and fluids that can be used.